Event description:
It was reported that the device could not be interrogated by two programmers. The device was not used. No patient involvement occurred.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary-(B)(4) no anomalies found.